Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00366 / 00367). Product location unknown.

Event description:
It was reported that a clinical patient underwent an initial right partial knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised to a total knee on (B)(6) 2009 due to dislocation, instability, and pain after a fall. Operative report noted disrupted pcl during the procedure.